Event description:
This event was reported, as leaflet disruption, regurgitation and shortness of breath. No further info provided.

Manufacturer narrative:
H3: examination of the valve in co's laboratory revealed evidence that host tissue overgrowth had encroached onto each cusp and fused both attachment sites of the left-coronary cusp which resulted in stenosis of the effective orifice area, multiple disruptions, including detachment of the right and left-coronary cusps, and incomplet coaptation. Most of the host tissue overgrowth had been removed prior to receipt. Further delaminated disruptions were noted in the left-coronary cusp, however the source for these abrasions was indeterminable. X-ray analysis revealed minor foci of calcification within the aortic wall of each cusp. Stent distortion was also noted and appeared artifactual of explant. The primary cause for dysfunction of the valve was determined to be due to host tissue overgrowth. These findings would account for the symptoms noted clinically. H6: 86 = x-ray.